Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2008; 4068 lead, implanted (B)(6) 2000.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to multiple pocket hematomas. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.